Manufacturer narrative:
The probnp ii reagent lot number was 730420 with an expiration date of 31-oct-2024. The investigation determined the event was due to preanalytical handling issues (bubble in aliquot sample). The investigation did not identify a product problem.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6). The field service engineer (fse) found the cause was a bubble on the aliquot sample. The results from a baseline instrument check were acceptable. The fse adjusted the main pump pressure, gear pump, a sipper at the sample position, and sample probes. Precision results were acceptable. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys probnp ii (probnp ii) on a cobas e 801 analytical unit. The initial result from an aliquot sample was < 36 pg/ml with a data flag. This result was reported outside of the laboratory where the doctor questioned the result and requested a recollection. On (B)(6) 2024 the result from the new sample was 31000 pg/ml. On (B)(6) 2024, the original aliquot sample was repeated, resulting in 33000 pg/ml. The higher results were believed to be correct.